Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings, ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves, ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The complainant reported that a patient presented in decompensated heart failure. Started on dobutamine, echo showed ejection fraction of 15%, and decision was made to place impella 5.5 as bridge to advanced therapies. However the first 5.5 had flow and suction issues that was due to a thrombus on the outlet. So a second 5.5 was attempted however was unsuccessful at getting through the subclavian stenosis. The only wire used was the impella 0.018 wire. It was noted that the second 5.5 attempted on the patient in the same procedure setting. The physician used an new 0.018 impella wire and had good purchase in the left ventricle. When advancing the 5.5 it would get caught at the subclavian/inominate junction and he could not make the turn into the ascending aorta. No buddy wire, different 0.018 wire, or arm manipulation was attempted. Ultimately a cp was placed. There was no patient harm.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was returned for evaluation. Product damage (catheter kink) was added based on the returned product investigation delivery issues and product damage (catheter kink). The clinical stated that "while advancing the 5.5 it would get caught in the subclavian/innominate artery due to arterial stenosis and resistance met. The pump was unable to be advanced past it." The returned product had a kink in the catheter near the motor housing. No other damages were observed. Based on the clinical information, the root cause of the delivery issues is most likely due to the patients condition as the pump was unable to advance past the stenosis. The root cause of the product damage (cannula kink) is due to the patients condition as resistance was met causing the pump to not be able to be advanced further.